Event description:
The hosp reported that the esp shorted out on a tonsillectomy and adenoidectomy procedure. The neoprene on the metal retractor caught fire. The pt was burned. Incident report filed.